Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue and subsequent delay remains unknown.

Event description:
During a supraventricular tachycardia procedure, optical and steering issues occurred causing a delay. The mapping for the at source was first done with the advisor hd grid catheter and then ablation was done with the tactiflex catheter on the ra free wall at around 8 o'clock with an agilis sheath. The tachycardia subsided but then recovered. The tactiflex catheter was swapped with the advisor hd grid catheter again for re-mapping, and then the tactiflex was reinserted. With the tactiflex inserted, when trying to rotate to a particular curve, a snap was felt, and the agilis sheath would not deflect bi-directionally anymore. In addition, the force was not displayed and showed as "---" on the panel on ensite x. The agilis was replaced. The ablation catheter was reseated and the tactisys was restarted with no resolution. The tactiflex was replaced, and the procedure was completed with no adverse consequences to the patient.